Event description:
On (B)(6) 2026, a patient received total hip arthroplasty. Postoperative x-rays revealed that the hip stem had subsided and there was a fracture in the distal femur. On 26-feb-2026, the head dislocated from the stem. A revision surgery is planned for (B)(6) 2026 to replace implants.